Manufacturer narrative:
Pt info was not available at the time of this report. System nor scans were returned to medtronic navigation for further investigation.

Event description:
A case using medtronic navigation's framelink software resulted in the lead placed 2.4 cm inferior to where they expected.